Event description:
The following has been reported: nurse reported: administration set began leaking at the top of the drip chamber when priming. Set is available for return. A preliminary review identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0021-25. During the visual inspection a gap was found at the drip chamber, located at the connection between the tip and the body of the saline drip chamber component. Few traces of solvent were observed around of the connection. Drops of saline solution were spill around of the ivenix administration set. The kit could not be installed on ivenix machine and perform the infusion test due to the defect found. The customer complaint is confirmed. The probable root cause could be related to a supplier manufacturing assembly defect. The supplier was notified of this incident. The current process controls detection includes visual and dimensional sampling inspection at incoming inspection area. The batch record (B)(4) was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.